Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 15nov2019. Report source: added company representative. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 01apr2019. Date of report: 03oct2019. The service technician replaced the touch screen to address the unresponsive touch screen issue. During the repair the unit restarted. The cpu board was replaced to address the restart. The power led went out, so the power switch overlay was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient , but there was no patient harm reported.